Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received an altitude alarm while at home. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy. It was also reported that an occlusion alarm occurred; however, customer declined occlusion alarm troubleshooting. Customer¿s blood glucose (bg) was 486mg/dl.